Event description:
A customer's sibling reported via phone call indicating that the customer experienced unexplained high blood glucose of 400 mg/dl while driving. The customer's symptoms were vomiting. The customer was hospitalized for the issue on (B)(6) 2015. The customer did not mention any form of treatment for their blood glucose levels. The customer's insulin pump was lost by the hospital employees. The customer was sent a replacement insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.